Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "fiber removed" (foreign body, removal of). Product problem(s): "fiber" (foreign material present in device). The surgeon reported that a patient required a second procedure to remove fibers from the eye. Additional follow-up information was requested.